Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) and engineering led an evaluation one piece of plastic in a 50 ml plastic conical tube (endo catch gold 10mm specimen pouch intl). This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The plastic appears to be the sheath from the metal ring. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient came after one month for a post op check up and it is during the check that the piece of plastic was discovered. Patient had surgery to retrieve the item. Before check up and after first surgery, the patient never complain of anything. It is supposed that it comes from an endocatch because it is the most used specimen retrieval product in this hospital. Until conclusion of analysis, hospital will not use endocatch for further surgeries. Analysis has to determine whether or not the item discovered in the patient comes from an endocatch. The people there suppose this piece comes from an endocatch but there is nothing sure. What is expected, is to find out if this piece comes from an endocatch. There were no medical complications or device issues during the initial procedure. The current status of the patient is well.